Event description:
While treating a very large, adult pt, the model 3100a's low mean airway pressure alarm activated. The attending nurse turned 3100a off then back on, but the oscillator did not restart and the mean airway pressure would not rebuild. A "smoke" smell was noted. The pt was placed on another type of ventilator without any compromise stated.